Event description:
The ge oec 9900 fluoroscopy system had a broken joystick assembly (remote user interface). System motorized positioning functions inoperable.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the joystick assembly broken which disables the motorized positioning functions. The remote user interface was replaced (includes joystick) to restored motorized positioning functions. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.